Event description:
The customer reported that the user's of the device thought the unit did not deliver therapy.

Manufacturer narrative:
The customer reported that the user's of the device thought the unit did not deliver therapy. There was no allegation that the device was a factor in the patient outcome. The device was evaluated by the customer's biomedical engineer, and it passed operation checks and all testing. No malfunction was found. In addition, the biomedical engineer stated that although the users questioned whether the device delivered the appropriate therapy, the event summary confirmed that it had. The device was returned to service.